Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly. The customer's blood glucose level was impacted (325 mg/dl). The customer changed the cartridge and was able to resume insulin delivery. However, later that day, the pump reset unexpectedly again. It was confirmed that the customer would use insulin shots as alternate insulin therapy.